Event description:
Reporter indicated that the silicone septum plug had become detached from the generator while attempting to insert the lead pin into the lead pin cavity during implantation. Another generator was implanted successfully, and there were no reported adverse effects on the patient. Product analysis was completed on the returned generator. It was found that the lead pin cavity was blocked with adhesive, which prevented complete lead pin insertion. This would have caused the surgeon to have difficulty fully inserting the lead pin into the generator. Per labeling, the surgeon would have likely attempted to back out the setscew due to the difficulty inserting the lead pin. Backing out the set screw too far most likely lead to the reported septum plug becoming dislodged.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed proper generator function prior to distribution.